Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome, leg/back, and spinal pain. It was reported that the patient was admitted to the hospital. They had drainage and an infection at the battery pocket incision. The ins was interrogated and showed normal function; impedances and lead connectivity were all within the normal range. The system was explanted and the issue was noted as being resolved. It was also reported that a tyrx sleeve was used for the ins during implant.